Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was determined to be related to a software upgrade. The older version configuration was reloaded on the device following the update. The configuration was restored to the default settings to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.